Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the transducer allowed air into system which caused clotting and alarms during a patient¿s hemodialysis treatment. It was noted that the transducer does not thread properly. Upon follow up, it was noted that the transducer was changed out and the patient¿s treatment was completed without issue. The fresenius 2008t machine was used in treatment. There was no patient injury or medical intervention required as a result of this event. There were no defects noted on the device during set up. There is no sample or companion sample available to be returned.